Manufacturer narrative:
The pump had a broken off and or missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage around the reservoir compartment. It was reported that the pump would be replaced. No further information provided.